Event description:
It was reported that the rv lead was explanted due to inappropriate shocks, oversensing, and high impedance. The patient alert was activated. No further patient complications were reported as a result of this event. Further information received indicates a patient injury occurred. Requests for additional information have been unsuccessful to date.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis. Other: it was reported that the rv lead was explanted due to inappropriate shocks, oversensing, and high impedance. The patient alert was activated. No further patient complications were reported as a result of this event. Further information received indicates a patient injury occurred. Requests for additional information have been unsuccessful to date. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, oversensing, shock, inappropriate.